Event description:
It was reported that the patient complained of the device "hurting him". The device remains in use. The patient was advised to contact his cardiologist. No other patient complaint or complication was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.